Event description:
It was reported a patient presented to the hospital after receiving inappropriate shocks followed by oversensing. The device was explanted and replaced. The patient was in satisfactory condition.

Manufacturer narrative:
(B)(4).